Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, yellow particles on the surface of the shell. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade iii/IV". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, g.2., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and patient's concern with the product.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade iii/IV". Device remains implanted.